Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing asystole. The pulse generator was exhibiting undersensing. The device was successfully reprogrammed which resolved the patient symptoms and device issue. The patient was in stable condition after the programming.